Manufacturer narrative:
One smiths medical solis vip pump was returned for analysis. Event log history was performed and indicated that ?high alarm displayed: cassette not attached properly" and ?high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the reported issue was unable to be duplicated. Service downstream occlusion (dso) sensor for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use of the smiths medical cadd solis vip pump exhibited cassette not attached. No adverse effects were reported.